Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and the catheter shaft was damaged/broken. No patient consequences were reported. Multiple attempts have been made to gain clarification to this event; however, no response has been made available. There's no information on the exact type of damage observed. Therefore, this complaint will be conservatively reported. This event has been assessed as a reportable malfunction.